Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred. There was no harm or injury reported. No medical intervention was specified. During the evaluation of the device at the manufacturer's service center, the alleged issue was confirmed. The device displayed ventilator inoperable. Water degradation appears on the pca. The pca, right panel assembly, top enclosure, and keypad were all replacement.